Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements and a rise in impedance measurements since implant. The field representative noted it seemed as though the lead may have unattached from the myocardium or moved from where it was implanted. The patient had recently experienced some shortness of breath. At the device check the ra lead was turned off and the device was programmed to vvir. The physician preferred to avoid anything invasive due to the patient's age. The patient does have a good underlying rhythm in the high 50 beats per minute range at rest. The lead remains in service. No adverse patient effects were reported.